Manufacturer narrative:
Submit date: 2017/may/26. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter.the customer states the sheath valve cannot be tightened.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirmation of a root cause for the event; however, process failure mode effect analysis and design failure mode effect analysis (pfmea and dfmea) was reviewed in order to identify the possible causes for the failure. The following potential causes were identified: inattention, misuse, malfunction, incoming inspection failed or not performed, in process inspection failed or not performed, or defective material. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the sheath valve cannot be tightened.

Manufacturer narrative:
A device history record (DHR) review of the affected lot was done and no discrepancies that may have contributed to a complaint of this nature were identified. The sample was received for evaluation. It consisted of a pull apart sheath inside a plastic bag and did not show signs of use. When the quality technician proceeded to tighten the sheath valve, the rotating luer lock closed and the valve was tightened correctly. The technician did not observe any damage or obstruction that could affect the closure of the valve. An ishikawa diagram was used to determine the potential causes for this event. The dilator and sheath are subject to incoming inspection. A review of the incoming documentation showed that both items met their respective raw material specification. The reported condition was not confirmed. Based on all gathered information and the sample evaluation, the device tightened correctly. No actions are required based on the investigation findings. It must be noted that controls are in place to prevent nonconforming product from leaving the manufacturing process. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the sheath valve cannot be tightened.